Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this pacemaker had a remaining longevity of 1.5 years, however had only been implanted for approximately 4 years. There was a concern the battery was depleting prematurely. Device data was reviewed which revealed the device power consumption was higher than expected. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.